Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power; it was not able to power on using battery power. The battery voltage was measured and it was verified that the voltage was below the acceptable voltage range. The battery was replaced and the unit functioned as designed.

Event description:
It was reported that the charging mechanism is not functioning properly. The rad-8 monitor will only power on with ac power connection, and powers off immediately if not plugged in. The monitor is continuously charging overnight. The battery charging green light illuminates when plugged in. No known impact or consequence to patient.